Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had a pod that had fallen off during the night and that it was not noticed until the next morning when their blood glucose levels were in the 500 mg/dl range. The patient's mother stated several times that the cannula was just barely out of the skin. She did put a new pod on but they took the patient to the emergency room because they were having high ketones and diabetic ketoacidosis (dka) symptoms. The pod was removed at the hospital and the patient was treated with intravenous therapy. The patient was released after 6 hours.